Manufacturer narrative:
Additional narrative: (B)(6). (B)(4). The original implant procedure took place on an unknown date. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4) - manufacturing date: january 15, 2014 - expiry date: january, 1, 2024. No anomalies were detected during device history record review. No non-conformance reports (ncr) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with a prodisc-l construct on an unknown date due to lumbar back pain. Sometime thereafter, the patient began reporting pain and lack of mobility. The lack of mobility, which blocked the kyphosis prosthesis, was further confirmed via dynamic views/imaging. A revision/explant procedure occurred on (B)(6) 2015. This report is 2 of 3 for (B)(4). .

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information regarding revision surgery: the device was replaced with a cage king at ldr.

Manufacturer narrative:
Product investigation evaluation: part shows slight deformation on the interface geometry (groove) due to excessive forces during removal. With only the given information, it is not possible to determine what led to the revision surgery. Neither a manufacturing, nor a product development related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.